Manufacturer narrative:
Concomitant medical products: product ID 97745, serial# (B)(4), product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. Information was received from a patient (pt) regarding an external device. (B)(4) the reason for call was pt reported that when they were charging their implant today, stimulation kept shutting off by itself. Patient services (ps) walked pt through steps to reset the controller. After resetting the controller, pt mentioned the controller said it was in MRI mode. Pt then confirmed MRI mode was not on. Pt then connected the recharger and confirmed charging excellent and stimulation was on. Pt commented they felt "rough" today and thinks it's because their stimulation was off. Pt mentioned they noticed their implant only depleted to 90% and was wondering why it hadn't depleted more but it must have been because stimulation was turned off. The troubleshooting steps that were taken on the call resolved the issue. Pt made a general statement that they've had to call patient services before but didn't specifically report a problem.